Event description:
It was reported that there were charging issues, discomfort, and shifted battery. It was stated that the charger 'just all together stopped recharging' the battery, so the patient received a new recharger on (B)(6) 2012. The patient reportedly was using spacer to recharge. It was noted that the patient still had difficult in recharging due to the implantable neurostimulator (ins) 'shifting again.' The neurosurgeon reportedly thought the implant doctor put the leads in 'jacked up.' It was noted that the physician ordered an x-ray to check the lead position. It was stated that the ins, which was in the buttock area, continued to cause discomfort following a revision. It was noted that 'other back pain had developed,' and a CT scan was ordered to compare the size of the patient's tumor, which was present prior to the implant of the ins. It was stated that the patient's pain had decreased since the original surgery in (B)(6) 2012. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).